Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The patient remained hospitalized at the time of this report. The cause of the peritonitis was not reported. Treatment for the event was not reported. The patient outcome was not reported and action taken with pd therapy was not reported. No additional information is available.